Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had no negative pressure and the connection tube was completely broken. They immediate halted the operation, and blood gas needle puncture was replaced. There was no patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
D3: corrected. H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The device history record was unable to be reviewed as no lot number was provided.